Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel in the left forearm. After a guide wire crossed the lesion, a 6.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was simply pulled out from the patient and the procedure was completed with a 6x4mm non-bsc balloon catheter. No patient complications nor injuries were reported.